Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. Upon interrogation of the implantable cardioverter defibrillator (ICD), it was noted that there was crosstalk, further observation revealed that there was atrial crosstalk on ventricular channel leading to right ventricular pacing inhibition. The physician explanted the right atrial (ra) lead and reprogrammed the ICD and implanted back in the patient on (B)(6) 2021. The patient was in stable condition.